Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) was in use on a patient and the blood pressure values were unusually high and not accurate (240/120), which did not correlate with the radial arterial pressures. The iab was inflating and deflating properly. The facility's biomedical engineer (biomed) explained that the iabp console was only interpreting the results from the transducer, and was not at fault, and that the problem was in zeroing the transducer and properly doing that during the initiation. The biomed also explained that the tip of the fiber optic sensor catheter was not correctly positioned and was either against the aortic wall, or possibly damaged upon insertion . This is because the customer shutdown the iabp, checked the catheter, then restarted the iabp after the pressure transducer was re-zeroed and the pressure came back to normal and everything was accurate. The biomed did perform a calibration on the iabp. Subsequently, there was a patient death. The facility does not attribute the death to the device. The date of the event is unknown. The date of death is unknown.

Manufacturer narrative:
The customer additionally states that the incident occurred when the patient arrived in the intensive care unit (ICU) from the heart cath lab and that there were no issues during insertion of the iab. The date of the event is unknown and is being held by customer for confidentiality. It was reported that the death occurred the following day, after discontinuing iab therapy and inotropes and transitioning to comfort care. Indication for use: the patient had severe left main and 3-vessel coronary artery dissection (cad) in a diabetic patient with co-morbid conditions including a history of cva. (Cardiovascular accident). (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the cs300 intra-aortic balloon pump (iabp) was in use on a patient and the blood pressure values were unusually high and not accurate (240/120), which did not correlate with the radial arterial pressures. The iab was inflating and deflating properly. The facility's biomedical engineer (biomed) explained that the iabp console was only interpreting the results from the transducer, and was not at fault, and that the problem was in zeroing the transducer and properly doing that during the initiation. The biomed also explained that the tip of the fiber optic sensor catheter was not correctly positioned and was either against the aortic wall, or possibly damaged upon insertion . This is because the customer shutdown the iabp, checked the catheter, then restarted the iabp after the pressure transducer was re-zeroed and the pressure came back to normal and everything was accurate. The biomed did perform a calibration on the iabp. Subsequently, there was a patient death. The facility does not attribute the death to the device. The date of death is unknown. The customer additionally states that the incident occurred when the patient arrived in the intensive care unit (ICU) from the heart cath lab and that there were no issues during insertion of the iab. The date of the event is unknown and is being held by customer for confidentiality. It was reported that the death occurred the following day, after discontinuing iab therapy and inotropes and transitioning to comfort care.